Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a "time base background test" error since (B)(6) 2021. The pump alarmed 21 times. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the right plunger case was cracked and the tamper seal was removed. Functional testing found the "time base background test" error in the event history log, but could not download the log because of data error during the process. Testing was unable to duplicate the time base background test error. Replaced the main board for preventive measure. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: single use device that was reprocessed and reused on a patient field was corrected (updated d8).